Event description:
The initial clot was located in the right m1 middle cerebral artery (mca). Three passes were made in attempts to retrieve the clot with the first retrieval device. However, during the third pass embolization to new right mca-m2 and right a3 anterior cerebral artery (aca) territory occurred. This new embolization led to m2 occlusion of the superior division of the right mca along with an a3 occlusion of the pericallosal branch of the right aca and worsening the patient condition. A second retriever (the subject device) was used and the thrombus was removed. Complete revascularization was achieved with a thrombolysis in cerebral infarction (tici) score of 2b. However, an extracranial internal carotid artery (ica) vessel dissection occurred during the fourth pass. Two days post procedure, a small punctuate asymptomatic right temporal intracranial hemorrhage was noted. The dissection did not require treatment, but the hemorrhage was treated with medical management (not specified). The physician stated that vessel tortuosity led to the vessel dissection and subsequent asymptomatic hemorrhage. The physician¿s opinion is that reported events related to the procedure and unrelated to devices.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided, there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Vessel dissection and hemorrhage are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The device is not available to the manufacturer.